Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted heartsine to report that their device failed to deliver a shock a switched off mid use. The patient involved in this event is deceased. A clinical review will be conducted to determine device contribution.

Manufacturer narrative:
D2b product code has been corrected. The device was evaluated by a heartsine product assessment center technician and the issue could not be duplicated nor verified in device logs. All "power offs" from the device were found to be from the user pressing the power button. Testing found no issue with the device. The device was archived and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to deliver a shock and switched off mid use. The patient involved in this event is deceased. A clinical review will be conducted to determine device contribution.

Manufacturer narrative:
The device was returned to heartsine. Device evaluation is anticipated but has not yet begun. The device files were reviewed by a clinical engineer and the device performed to specification. The device did not contribute to the patient's outcome.

Event description:
The customer contacted heartsine to report that their device failed to deliver a shock a switched off mid use. The patient involved in this event is deceased. A clinical review will be conducted to determine device contribution.